Manufacturer narrative:
Concomitant medical products: product ID 37085-60, lot# nkn001650v, product type: extension. Product ID 3387s-40, lot# v296972, implanted: (B)(6) 2009, product type: lead. Product ID 3387s-40, lot# v296972, implanted: (B)(6) 2009, product type: lead. Product ID 37085-60, lot# nkn001651v, product type: extension. (B)(4).

Event description:
Information was received from the patient that reported the patient had an infection at the lead and implantable neurostimulator (ins). They had a staph infection less than one month after implant and their implant was removed in (B)(6) 2009. "By then, the infection had moved up to the lead wire in her brain." The infection was confirmed. The infection didn't clear up until (B)(6) 2010. The patient was implanted for parkinson's dual.